Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 484 mg/dl with symptoms of extreme drowsiness and vomiting. The patient had discontinued pump therapy at the time of the call. The reporter stated that the patient visited an emergency room for the alleged blood glucose excursion and was treated by their healthcare provider with insulin via injection and intravenous fluids. The reporter reviewed the pump history with a customer technical support representative and found that the basal delivery totals in the recorded total daily dose did not match the active basal program. There was no known cause for this variation. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump and the pump indicated an issue with insulin delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/02/2017 with the following findings: a review of the black box showed the last basal delivery was on (B)(6) 2017. The basal total daily dose history for (B)(6) 2017 was inaccurate due to a prime operation being performed. On (B)(6) 2017, one day prior to the event date, the basal total daily dose history appeared to be inaccurate due to occlusion alarms, deliveries were resumed. The pump was run for 24 hours with a 2 unit per hour basal rate. At the end of testing the basal history correctly showed 2 units and total daily dose correctly showed 48 units. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed the delivery accuracy testing with no delivery defects. The pump was found to be delivering within the required range, and delivering accurately. No alarms or delivery interruptions occurred during the testing. The complaint was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.